Manufacturer narrative:
(B)(4). Date sent; 9/5/2024. Corrected data d7a. Additional information was requested, and the following was obtained: what were the indications for surgery? Diverticulitis. What surgical procedure was performed? Hand assisted sigmoid resection. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? No as this was the initial procedure. What healthcare professional fired the device and what is his/her experience with the device? A resident fired the device. Unknown number of times using the device but had a lab specifically on it in early (B)(6). Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Waited to 15 seconds but unknown if they retightened the device. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Audible. And tactile feedback, green check. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? Unknown. The surgeon believes the resident may have struggled with removal. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes, and intact. Were there any issues noted with staple formation? If so, please describe the shape and location. No. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? He believes it may be multifactorial. Was a leak test performed? If so, what type and what was the result? Yes, with a gi scope. And bubbles were detected on the right lateral staple line as previously documented in the initial pi. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? There was not a post operative leak. The surgeon oversewed the staple line and gave the patient a diverting ileostomy. How was the leak identified? No leak post op. It was intraoperative and identified with the leak test as stated in the initial pi. What was observed at the site of the leak upon reoperation? Reoperation will be scheduled once the anastomosis is healed. How was the leak addressed? There was no post op leak. The intraoperative leak was addressed by oversewing the anastomosis and giving the patient a diverting ileostomy.

Manufacturer narrative:
(B)(4). Date sent 8/29/2024. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap sigmoid resection for diverticulitis. The purse string was done using an automatic purse string device. The dissection and mobilization of the colon was somewhat difficult due to the disease state. The anastomosis was completed, the anastomotic rings were intact upon inspection, and a leak test was performed with a gi scope. Bubbles were detected on the right lateral side of the staple line. The area of suspicion was over sewed with suture and the patient was given a diverting ileostomy. The patient will be scheduled for an ileostomy take down procedure once the anastomosis has healed. The procedure was delayed by 45 minutes. The procedure was completed successfully with no adverse consequences for the patient.